Event description:
It was reported that the compressor was shutting off periodically. There was not patient involvement. (B)(4).

Manufacturer narrative:
The reported complaint has been finalized. The compressor standby valve was replaced and sent in for investigation. The visual inspection of the returned standby valve did not reveal any errors. The returned standby valve was mounted into a test compressor for simulated use testing. The compressor was connected to a ventilator device and was used as the only source of air gas supply to the ventilator. No failure could be established during the ventilation test. The reported fault could not be reproduced. The cause to the reported fault cannot be established by this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).